Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted. A new ipg was implanted on (B)(6) 2021.

Manufacturer narrative:
A false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient controller (pc) displayed early replacement indicator (eri). Manufacturer's representative met with the patient and confirmed with the clinician programmer (cp) the ipg was operable and providing therapy. No additional information received at this time.